Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case behind the pump near the battery compartment, faded/peeling serial number label, faded end cap address label, partially broken retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged in the battery compartment. The customer¿s blood glucose level was 4.3 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.